Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery complaint was received indicating not receiving the replacement adc device, which, initially was due to the error message, "sensor ended." As a result, on 04 jun 2022, the customer had a loss of consciouness, however, regained consciouness and self-treated with something to eat. No third-party medical treatment was provided. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery complaint was received indicating not receiving the replacement adc device, which, initially was due to the error message, "sensor ended." As a result, on (B)(6) 2022, the customer had a loss of consciouness, however, regained consciouness and self-treated with something to eat. No third-party medical treatment was provided. No further information was provided. There was no report of death or permanent injury associated with this event.